Manufacturer narrative:
(B)(4). The report of a kinked guide wire was confirmed through investigation of the returned sample. The customer returned one guide wire assembly, 2-l catheter, and product lidstock for evaluation. The returned components showed evidence of use in the form of biomaterial. Visual analysis of the guide wire revealed that it contained multiple kinks along the body. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the damage and revealed that both welds were present and were observed to be attached and spherical. The kinks on the guide wire measured 439mm, 450mm, 590mm from the proximal tip. The overall length of the guide wire measured 601mm which was within the specification of 596-604mm per guide wire product drawing. All these measurements were done via calibrated ruler. The outer diameter (od) of the guide wire measured 0.845mm via calibrated micrometer which was within the specifi cation of 0.838mm -0.877mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guide wire was threaded through the returned catheter, and the undamaged portions of the guide wire passed as intended. The guide wire was also tested with a lab inventory ars/18ga needle subassembly, and the undamaged portions were able to advance with little to no resistance. A manual tug test confirmed that the proximal and distal welds were intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: 14 jun 2023, the swg was found to be separated during use on the patient. There was no reported patient harm or consequence. Additional information has been requested from the account.

Event description:
It was reported that: (B)(6) 2023, the swg was found to be separated during use on the patient. There was no reported patient harm or consequence. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).